Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess the customer instrument test wells in question on (B)(6) 2014. An immucor field service engineer visited the customer site on (B)(6) 2014 to assess the instrument in question and determined that the instrument was operating as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected (B)(6) antibody screen when testing a blood sample on a galileo echo on (B)(6) 2014.